Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent the initial procedure on the (B)(6) 2022 (received an s-rom noiles rotating hinge knee). The patient felt his knee "give way", followed by significant pain. Upon investigation it was discovered that the "boss" for the sleeve attachment on the femoral component had broken resulting in failure of the construct. The patient underwent revision surgery and the damaged femoral components were removed and revised to an lps distal femoral replacement. The retrieved implants were sent to the bio-engineering department at royal perth hospital as per standard protocol here in wa. If other, describe --> n/a, if other, describe --> revision knee surgery., patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> pain, inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> x-rays, revision surgery, other information --> n/a, is the patient part of a clinical study --> unknown, ip-(B)(6). Device property of -->none, device in possession of -->none, ip-(B)(6). Device property of -->none, device in possession of -->none, ip-(B)(6). Device property of -->none, device in possession of -->none, ip-(B)(6). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Through follow up it is now understood there is no allegation associated with this product malfunction. No visible damage was found during the investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code/lot code combination. Based on the inability to find any nc¿s against the provided product code lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.